Event description:
A patient underwent a successful therapeutic hydrothermal ablation procedure and returned to recovery in good condition. However, at some point post-procedure, it was noted the patient had suffered internal and external 2nd degree burns to the genitalia area and left thigh. The physician indicated there was no fluid loss alarm on the system. The burns were treated with silveadene ointment. The patient returned approximately one month post-procedure and the physician indicated the burns were noted to be much better.